Manufacturer narrative:
Product complaint # (B)(4). Event year is reported as 2021; however exact date of event is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, patient underwent a procedure. It was noted that the tfna short nail broke at proximal end of the nail. The nail fractured at the cephalomedullary tfna screw opening. It is unknown if the procedure completed. Patient status is unknown. This complaint involves (2) devices. This report is for (1) 10mm/130 deg ti cann tfna 170mm - sterile. This report is 1 of 2 for (B)(4).